Event description:
It was reported that during a da vinci-assisted radical rectal cancer surgical procedure, the user observed the harmonic ace instrument head was broken. The harmonic ace instrument was replaced with a backup instrument of the same kind to resolve the issue. Following this, the user continued and completed the procedure with no further issue reported. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the returned product. However, as of the date of this report, no additional information has been provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was found with a broken curved blade. Failure analysis found the primary failure of the broken curved blade to be related to the customer reported complaint. A broken piece measuring approximately 0.41" x 0.10" was missing and not returned with the instrument. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause is attributed to mishandling/misuse. A review of the procedure log with the information provided resulted in no additional information. In addition, a review of the instrument log showed the harmonic ace instrument (part# 480275-08 / lot# l90211028-0172) was last used on (B)(6) 2022 during a procedure with system (B)(4). The harmonic ace instrument is a single-use device. An image of the harmonic ace instrument related to this event was received and reviewed. The image submitted for review confirmed that the harmonic ace instrument blade was missing/detached. No conclusion can be made based on this image analysis. This complaint is being reported due to the following conclusion: failure analysis investigations confirmed a missing piece from the harmonic ace instrument blade. The missing piece could fall inside the patient during the surgical procedure. While there was no reported harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling inside the patient may require surgical intervention.